Event description:
Caller reported damage to tandem charging cable and wall adapter, and charging supplies were not functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace damaged charging supplies via 2-day shipping.